Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported high purge pressure and placement signal issue could not be determined as no product or logs were returned for evaluation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure alarms, placement signal alarms, and a discrepant ao value. Tissue plasminogen activator was added to the purge. No patient harm was reported.